Event description:
During attempted implant, after the fixation test the catheter failed to enter tether mode. It was attempted to redock the device; subsequently the device released. The device was successfully implanted. The patient was stable and there were no adverse consequences.